Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed and the complaint regarding would not register was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on multiple attempts. The stapler initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no recognition or engagement failures. No damage was found. There was no problem detected. Additional observation not reported by site was that the instrument was found to have a firing failure based on log review but was not replicated during in-house testing. A review of logs showed a firing failure and a force firing failure. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The black sureform 60 reload accessory also returned for evaluation. The reload was returned fully fired. The reload was disassembled in-house for visual inspection. There was no pusher, cartridge, or blade damage observed. A review of logs showed no recognition or engagement failure. No product issue was identified. Issues related to instrument errors complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation not reported by site was that the reload was found to have a firing failure based on log review but was not observed during in-house inspection. There was no pusher, cartridge, or blade damage observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting would not register, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the sureform stapler instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported the sureform stapler 60 would not register, the customer forced registration and had no control of the tip during use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6)2023: the nurse informed the stapler would not register, and after the surgeon force passed the recognition message the stapler recognized. Once the surgeon pulled the stapler away from the tissue it started moving around uncontrolled by the surgeon. The surgeon completed the case by replacing that stapler with a backup stapler. There was no harm to the patient.